Event description:
Per the audiologist, the CT scan revealed that the electrode was not in the cochlea. The device was explanted (B) (6) 2009, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4)